Event description:
The customer stated that the inner blue wrap of line 1 did not have all the corner tabs to allow the sterile person to unfurl the inner wrap. Apparently, the outer wrap contained the corner tabs ("dog ears"), but the inner wrap did not have all the tabs to allow proper unwrapping and exposure of the av loop. The customer stated this is a new development and that the previous packs did have this feature.

Manufacturer narrative:
The product was not returned for eval. No photographs of the kit were provided for inspection. Based upon the complaint description, it was determined that the inner blue wrap was incorrectly folded during assembly. The complaint was discussed with the manufacturing managers. All mcp assemblers were retrained on the proper folding of the inner blue wrap. No further action is required. (B)(4).